Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to damage/defective. This lead was replaced with same model and was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to insulation damage as the technician tried to backfeed the lead. This lead was replaced with same model and was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed the reported observation of damaged/defective based on observation of a puncture hole approximately 60 millimeters from the tip end of the lead, consistent with a backloaded guidewire escaping the lumen (induced damage during implant). Furthermore, this was concluded an unintended user error.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to damage/defective. This lead was replaced with same model and was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed the reported observation of damaged/defective based on observation of a puncture hole approximately 60 millimeters from the tip end of the lead, consistent with a backloaded guidewire escaping the lumen (induced damage during implant). Furthermore, this was concluded an unintended user error.